Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the retainer ring was missing and loose. Customer reported that the reservoir was not able to locking in place. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with missing retainer, scratched case, serial number label faded, end cap address label peeling, pillowing keypad overlay, and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer. (B)(4).